Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-feb-26. The following was reported from the pump interrogation performed on (B)(6) 2017: motor stall occurred on (B)(6) 2017 at 19:55, motor stall recovery occurred (B)(6) 2017 at 00:46, motor stall occurred (B)(6) 2017 at 22:46, motor stall recovery occurred (B)(6) 2017 at 04:07, motor stall occurred (B)(6) 2017 at 02:21, stopped pump period may exceed tube set (B)(6) 2017 at 02:21, and motor stall recovery occurred (B)(6) 2017 at 07:42. The patient stated that he did not experience any symptoms related to the motor stall. The cause of the motor stall was unknown. It was stated that the account had the device sent to pathology per their protocol.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug at an unknown concentration and dose via an implantable pump for non-malignant pain and lumbar radiculopathy. It was reported that a motor stall occurred. The patient was scheduled for replacement on (B)(6) 2017. It was unknown if there were any factors that led to or contributed to the issue. It was unknown what diagnostics/troubleshooting was performed. The issue was not resolved and the patient status was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.